Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 8 of the same event. It was reported that eight adapter devices did not function and were flipping open. It was not reported if the devices was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown however it was reported that the event occurred in (B)(6) of 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device was non-functional and not locking the securely. It was determined that there had been a design change to the adapter to remove material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing to address the issue. The adapter was pre-design change. It was determined that the issue was related to a design issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.